Event description:
An endurant ii stent graft was intended to be implanted during the endovascular treatment of a 30mm aaa on (B)(6) 2025. It was noted that the diameter of the renal artery at implant was 18.5mm and the length of the proximal neck at implant was 45mm. No vessel tortuosity or calcification was observed. It was reported that during the index procedure, after implanting the main stent of the abdominal aorta, the surgeon introduced enlw1620c95ee as the connection leg of contralateral limb on the opposite side. After enlw1620c95ee was introduced to the predetermined position of the blood vessel, the physician pulled down the trigger and retracted the delivery sheath to deploy the stent. The handle trigger became stuck after less than one section was deployed and the trigger could not be continued to be pulled down to deploy it. At the same time, as it was stuck, it could not be deployed by rotating the handle . Multiple attempts all failed. At this time, the handle was rotated upwards and it was movable, so it was rotated upwards until the stent was completely back to the delivery sheath where after that, it was withdrawn as a whole. For the sake of patient's surgical safety, the graft was replaced with enlw1620c80ee which was successfully implanted and the procedure completed. Per the physician the cause of the deployment issues was device related. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the deployment issue could not be confirmed on the limited still images available; therefore, the cause of the event could not be determined. Procedural angiogram videos showing deployment attempts were not available for assessment of the deployment difficulty. Although complete pre-implant cts were not available for review, analysis of the pre-implant procedural angiogram did not reveal any obvious anatomical characteristics, such as excessive tortuosity and/or calcification, that could have contributed to this event. Moreover, a device with the same diameter but shorter in length was able to be deployed in the same location. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.